Event description:
ICD site infected with e-coli from 9/18/99. Defibrillator and two leads were removed. Culture and sensitivity sample sent from inside pocket 9/20/99. Device was implanted in 1999 in ep lab at hosp. Reopened site in 1999 to revise a dislodged atrial lead.